Manufacturer narrative:
This supplemental report is being filled to include corrective information. This record is being filed to amend the device model number that was initially reported.

Event description:
This supplemental report is being filled to include corrective information. This record is being filed to amend the device model number that was initially reported.

Event description:
This supplemental report is being filled to include additional information for device coding.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient developed a pericardial effusion and had a pericardial centesis to pull out 200 cc's of fluid. The electrode was also revised to a more optimal position. No additional adverse events.